Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had been offline for few days. A technical support specialist (tss) guided the customer to check and reconnect the internet cable. The tss then remotely connected to the device using remote support service (rss) and resolved the offline drawer error. During further investigation, the tss identified that patient names were not displaying in the cabinet and determined that the medbank myqlink (mql) service was not syncing because it was not running. The tss started the service, after which patient identification information was displayed correctly. The syncing completed and issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline or syncing issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.